Manufacturer narrative:
Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, coronary embolus or thrombus and cardiac tamponade. These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or another edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the air embolus being introduced into the patient's coronary artery is unknown; however, may be related to use error or a combination of patient and procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, coronary air embolism occurred during device delivery. Following that, cardiac arrest due to air in the left ventricle was observed. Chest compressions and medication was administered. Immediately after inserting the ds, it was detected 'air' was introduced. Coronary air embolism was observed post valve deployment but upon insertion of the delivery system, blood pressure declined. There is a possibility that the air was not sufficiently vented, but there was no change in the operation, therefore, the exact cause of event is unknown. There was no allegation of a device deficiency/malfunction of an ews device that led to the air being introduced into the patient. The physician commented that air embolism rarely occurs during catheter treatment. No further information was obtained.

Event description:
As reported through the japanese tavi registry, coronary air embolism occurred during device delivery via transcarotid approach. Following that, cardiac arrest due to air in the left ventricle was observed. Chest compressions and medication was administered. Immediately after inserting the ds, it was detected 'air' was introduced. Coronary air embolism was observed post valve deployment but upon insertion of the delivery system, blood pressure declined. There is a possibility that the air was not sufficiently vented, but there was no change in the operation, therefore, the exact cause of event is unknown. There was no allegation of a device deficiency/malfunction of an ews device that led to the air being introduced into the patient. The physician commented that air embolism rarely occurs during catheter treatment. No further information was obtained.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, b5 updated with approach.